Event description:
Legal claim received. It is alleged that the patient suffered from pain, stiffness, and a varus deformity postoperatively, and ultimately an above knee amputation. Update rec'd (B)(4) 2013- litigation papers received. The dor was provided. There is no new additional information that would affect the investigation. Records are attached for further review. The complaint was updated on: (B)(4) 2013. Update rec'd (2/21/2014) - legal communication provided part/lot for a bolt and adapter. The complaint was updated on: 3/21/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Update: february 2015 reopened complaint document to conduct device history record reviews. Review of the device history records did not reveal any manufacturing deviations or anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other related incidents against the provided product and lot combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.